Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the reported condition of locking mechanism does not function was not confirmed. Reliability engineering evaluated the devices, and the device had damage to its drive shaft that is also consistent with improper assembly. In addition, the unit had worn/damaged bearings and gears, and it exhibited vibration. The condition of the attachment could be due to normal wear, but may have been exacerbated by improper or ineffective cleaning and maintenance of the device. If additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report from (B)(6) stating that the device locking mechanism does not function. It is known that the device was not used during surgery. It is unknown if injuries or medical intervention were reported. The date of the event is unknown. There was no additional information provided.